Event description:
Customer reported that during a femoropopliteal procedure, the catheter passed down femoral artery having been tested prior to use. On retrieval, the balloon and tip had detached and remained in the pt's leg. An angiogram was performed but the balloon and the tip were not located. Arterial flow to leg was not further compromised and left femoropopliteal bypass graft was performed. Pt was discharged from the hosp with a working graft in the leg as last reported on 7/10/98.